Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient went to the hospital due to the wearable failure she experienced. No patient symptoms were reported. The reporter was in a hurry at the time of report and did not provide dexcom with any further details of the event, including treatment details or how long the patient was in the hospital prior to being discharged. Attempts to reach the reporter back for further event clarification were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.